Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to part # 659180 - facslyric 3l10c instrument, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 10 complaints related to the leakage of biohazard not contained within the instrument; date range from 01oct2020 to date 01oct2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a misaligned capillary. The capillary is also referred to the sit (sample input tube), in which it had not been adjusted correctly. If sample line length is not adjusted correctly there can be a drop of fluid clinging to the sip (sample input port). The fse (field service engineer) confirmed the issue and made the proper adjustments. No parts were requested for evaluation as no parts were replaced, just adjusted and realigned. After the repair, the instrument was tested and was performing as expected with no further leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical intervention needed. There was no spray and no user was harmed nor injured as they used gloves and safety protection to clean up the leak. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste. Facslyric¿s instructions for use, #23-19938-02 rev. 1/vers. A provides instructions and safety precautions with waste handling starting on page 170. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 23jun2017. Defective part number: n/a. Work order notes: subject / reported: the drop on the needle is not sucked off properly. Problem description: when the facs tube is changed, a drop forms on the needle. Work performed: - capillary of the sample adjusted with tool- z-axis stinger (ual) adjusted with tool- no more drop formation on the stinger- sitflush is properly sucked again- connectors on fluidic buket tightened- restrictor of high on the valve block was a bit loose- device can be used for further measurements - together with customers, the dead volume in a 96-well plate is checked according to a customer assay- cause: capillary not properly adjusted. Solution: capillary adjusted with tool. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes /no. Azure ID: (B)(4), ID: libivd-ra-61 2.1.6, reg status: ivd; ruo, hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): 93132 libivd-did-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control; libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr; libivd-se-15-51ir. Propabiltiy: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes / no. Root cause: based on the investigation results the root cause was due to a misaligned sit. Conclusion: based on the investigation results, the root cause of a biohazard leak not contained within the instrument on the facslyric, was due to a misaligned sit. The fse confirmed the issue and readjusted it to ensure no further leaks. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to any biohazard exposure. The safety risk is moderate, s3, and there was no impact to the customer health or safety.

Event description:
It was reported that while using facslyric 3l10c instrument leaked biohazard. The following information was provided by the initial reporter: 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using facslyric 3l10c instrument leaked biohazard. The following information was provided by the initial reporter: was the leak fluid or air? Liquid . Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin.